Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons had delayed responsiveness for a couple of weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the non-responsive keypad issue. All buttons were responsive. The keypad was removed to inspect and evidence of contamination was found under all of key contacts. Unrelated to this complaint, the display screen is dim pink / faded and functioned properly when replaced with a test screen.